Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited episodes of auto mode switching (ams) and pacemaker-mediated tachycardia (pmt) due to the programmed settings. The device was reprogrammed and remains implanted. The patient will continue with routine follow-up.